Manufacturer narrative:
Device manufacture date: march 21, 2016 ¿ march 22, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed the direct cause of the flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event during priming with saline. There was no patient involvement. No additional information is available.